Event description:
Ous MDR - after removal of the locking tab the trigger mechanism did not work and the stent could not be released. The patient is a (B)(6) male.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The device was returned with the stent still constrained underneath the transparent retractable outer shaft. The technical investigation showed a small gap of the handle half-shells near the trigger mechanism. The trigger was positioned partially outside the handle and being disconnected from the gear wheels. Once reassembled, the trigger mechanism worked correctly and the stent could be released. The half-shells of the handle have most likely slightly separated during removal of the locking tab, causing the trigger to disengage from the gear wheel. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.